Event description:
It was reported that bd alaris smartsite low sorbing set was separated the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. There have been several reports of leaks occurring with extension set 10013902. The tubing on the set is separating at the connection to the filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported separation at the filter, and returned one unopened sample of material 10013902, lot 22039225. Upon initial visual examination, the set had no defects or abnormalities. The filter connection had no issues. The smart site connection, however, had a leak at the tubing connection. The tubing was awkwardly attached off to the side, and was separated in the lab for better visibility. The tubing had insufficient solvent after examination under a microscope. The manufacturing plant found the root cause for the leakage at the smart site to be related to solvent application process. To address the issue, a quality alert was created 12jul2024 to communicate the failure and reinforce the correct solvent application method and correct setup of the solvent dispenser. Device history record review for model 10013902 lot number 22039225 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 30mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.